Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. The complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer's evaluation revealed that the active continuity was out of tolerance. To investigate the active continuity failure, the handle was opened and continuity checks performed to locate the breakdown in active continuity. This detailed evaluation of the device revealed that the break in continuity was across the electrical crimp contained within the handle. The failure observed is consistent with previous devices that have been investigated under (B)(4) which has identified the components used in the process are not compatible for this method of joining and the root cause of this failure is a design fault. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. Therefore, the benefits outweigh the risks associated with the device; design change was implemented as product enhancement. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A non-conformance was identified during processing of this lot of product, however the non-conformance was unrelated to the complaint condition. Therefore, our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in chile that during knee arthroscopy surgery, the product - 227504, 'vapr premiere 50 electrode -ea' was not working. It was discovered intra-operatively that it didn't cut and coagulate. The product was tested with another console but the problem persisted. A new unit vapr premiere 90 cod opened to complete the procedure with an approximately 10 minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.